Event description:
It was reported that the patient never had therapeutic effect. It was noted that the patient would get pain relief and then loose it. It was further reported that the patient "had it redone twice." It was unclear what was meant by "it was redone." The patient reportedly "decided to have the device removed in (B)(6) and go with a boston scientific." It was noted that the symptoms began after implant.

Manufacturer narrative:
Product ID, 3777-45 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3777-45 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3550-39 lot# n290003, implanted: 2011 (B)(6), product type accessory. (B)(4).